Event description:
It was reported that the patient had a pocket revision performed. Reference MFR. Rep. # 6000032-2011-08933 for subsequent patient issue and follow-up information.

Manufacturer narrative:
Extension model 747151 serial# (B)(4) implanted: (B)(6) 2003 explanted: unk lead model 3898-33 lot# lb3201 implanted: (B)(6) 2003 explanted: unk programmer model 7435 serial# (B)(4).